Manufacturer narrative:
Qn# (B)(4). The customer returned a spring wire guide assembly, dilator, ars with introducer needle, catheter, and other various components for evaluation. The guide wire was observed a three kinks near the distal and middle end of guide wire. The distal j-bend, along with both the proximal and distal weld appeared intact. No other defects or anomalies were observed. The kinks in the guide wire measured 35mm, 215, and 233mm from the distal tip. The overall length of the guide wire measured 601mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured .798mm which is within specification of .788-.826mm per product drawing. The returned guide wire passed through the catheter, and returned ars with needle with minimal resistance. A manual tug test confirmed both the distal and proximal weld was intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire had three kinks towards the middle and distal end of the guide wire body. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor found the swg (spring wire guide) kinked during use on a patient.